Event description:
It was reported that, "surgeon was implanting/impacting the constrained liner and the impactor broke, including plastic around the screw hole, and the threads (which are actually a helicoil wire not threads) pulled out of the impactor. We used regular poly impactor tip then to impact liner."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.